Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak of blood dripping into and contained by the slide tray under the coulter lh 750 slidemaker instrument. The material safety data sheet (msds) was not reviewed. The lab's exposure control or risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. Because the event was related only to the slidemaker, there was no impact to sample results. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec field service engineer (fse) was dispatched for this event. The fse observed that the drain line for the rinse cup was not draining properly causing the rinse cup to overflow. The affected tubing line and rinse cup carries blood and diluent while in operation. The fse cleaned the leak under the rinse cup, cleaned rinse cup and flushed tubing. The fse ran multiple slides successfully without further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. Root cause for the leak was the drain line for the rinse cup not draining properly, causing the rinse cup to overflow. (B)(4).